Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error immediately after clearing no delivery alerts. Customer stated that they were able to clear the alarm successfully but were unsure about insulin pump rewounding. Customer stated that drive support cap was normal. Insulin pump was not exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.